Event description:
It was reported that the device had a por (power on reset) due to a parity error. The lia (lead integrity alert) ramware will need to be reinstalled as the por had cleared it. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had a por (power on reset) due to a parity error. The lia (lead integrity alert) ramware will need to be reinstalled as the por had cleared it. The device was explanted and replaced. It was further reported that the device was replaced at the competitor's right ventricular lead revision as medical judgment to avoid an additional surgery in the near future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One power on reset (por) for write to locked ram occurred, (B)(4), data 8, on (B)(6) 2011 20:21:22. One patient alert for device circuit error occurred on (B)(6) 2011 19:21:22. Diagnostic information is consistent with the reported event.